Manufacturer narrative:
(B)(4). The trial contact lens was not returned for evaluation. The unopened product samples with secondary carton sealed were returned for evaluation. Evidence does not support that the lot is worn product or could have been the cause of the consumer complaint. Review of the device history records and sterilization records indicates the lot met all in-process and finished product specifications. The mfg review did not indicate that this complaint was due to the mfg process. No complaint or mfg trend was identified. The root cause could not be determined. (B)(4).

Event description:
This is the second of two reports on the same pt involving two products. Refer to medwatch 9681121-2013-00013 for a description of the first report. The eye care professional returned product samples for evaluation with info circled on return form: "iritis". A notation transcribed onto the form stated: "with trial". No further info was reported. Add'l info was requested, but has not yet been rec'd.